Event description:
Additional information was received indicating that during an additional in clinic follow-up, the device was successfully able to be interrogated using a different programmer. The physician suspects the interrogation anomaly was due to the previous programmer and unrelated to the device. The physician does not allege a malfunction on the device. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, an interrogation anomaly was noted on the device where the device was only able to be interrogated after applying the magnet. The device image was attempted to be saved, however, the telemetry was lost. Abbott technical support was contacted, the session records were reviewed, and inappropriate magnet response was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.